Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had excessive insulin flow blocked alarms on the insulin pump for a week. The alarms would occur mostly during basal. The customer¿s blood glucose level was unknown. Troubleshooting was performed and insulin exited. They removed the infusion set and found that the cannula was bent. The customer stated they had tried using different types of infusion sets. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit delivered multiple boluses and monitor. No unexpected insulin flow blocked alarm noted during testing. Unit was received with cracked retainer, minor scratched display window and scratched case.